Manufacturer narrative:
Additional information section h - evaluation method codes added: historical data analysis; 4109 the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the helium tubing. According to the user, the console did not generate an alarm. The helium hose and the device were replaced. According to the user, the attending doctor spoke out in exchange for an iab catheter. During the course of the therapy, the problem described above reappeared. According to the description of the users, this time there was a lot of blood / coagulum in the tube system. An attempt was made to remove the catheter in the patient room, which failed. The patient was brought to the operating room. The user presumably tore off the catheter here and the patient suffered a hemorrhagic shock which probably led to the death of the patient.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the helium tubing. According to the user, the console did not generate an alarm. The helium hose and the device were replaced. According to the user, the attending doctor spoke out in exchange for an iab catheter. During the course of the therapy, the problem described above reappeared. According to the description of the users, this time there was a lot of blood / coagulum in the tube system. An attempt was made to remove the catheter in the patient room, which failed. The patient was brought to the operating room. The user presumably tore off the catheter here and the patient suffered a hemorrhagic shock which probably led to the death of the patient.